Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive sheath was selected for use in an unspecified procedure. During replacement of a non-boston scientific mapping catheter, air was bled from the syringe; however, the presence of air could not be visually confirmed. The procedure was successfully completed using a replacement device. No patient complications were reported. The product is expected to be returned for investigation.

Event description:
It was reported that the faradrive sheath was selected for use in an unspecified procedure. During replacement of a non-boston scientific mapping catheter, air was bled from the syringe; however, the presence of air could not be visually confirmed. The procedure was successfully completed using a replacement device. No patient complications were reported. The product is expected to be returned for investigation.

Manufacturer narrative:
No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. Additionally, oil was noted on the valves.